Event description:
Patient reported that a comparison between patient's surestep meter and a health care professional meter (done approx 2 hours apart) was 133 mg/dl (ss) and 400 mg/dl (hcp), respectively (67% difference). No symptoms were reported. Unable to reach patient on follow-up. Letter sent to patient requesting patient to contact lfs. There was no allegation of harm.